Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that high capture thresholds were observed on the left ventricular lead during follow-up. Device reprogramming was performed; no patient symptoms were reported.